Manufacturer narrative:
The pod was returned to the manufacturer for a device evaluation. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. No issues noted that would result in high blood glucose levels.

Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient reported that his blood glucose (bg) levels reached 23.1 mmol/l (416 mg/dl) while wearing the pod between 4 and 24 hours on the arm. He attempted to lower his bg levels by delivering a correction bolus, but it did not work. To further treat his elevated bg levels, he applied a new pod. When the pod was removed from the site, it was noted that the cannula appeared bent.